Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Resident was attached to lift and was being raised from sitting to standing position. When staff released up button lift continued to rise to top of stroke. Staff smelled smoke. They pushed red emergency stop button but lift had already gone to top of stroke and stopped. Arjo service had been called by facility and had gone in and replaced defective board. Patient sustained a fractured left humerus. The patient went to the hospital, x-rays were taken, and returned to facility with an immobilizing sling for arm. Given pain medication. (B) (4).